Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in the description of the event. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer's indicated failure mode as no samples or photos were provided. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the unspecified bd pegasus¿ IV catheter system had foreign matter on the needle tip, found while unpacking the unit. The following information was provided by the initial reporter, translated from (B)(6) to english: "it's been noticed there was foreign matter on the needle tip when unpacked the unit package. The catheter was removed and replaced immediately. No impact on the patient."